Event description:
It was reported through the attorney for the pt as a result of a legal claim that, "allegedly the pt received a trident ceramic on ceramic right hip system. It was further alleged that the pt is experiencing 'audible noise' from the system."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. No add'l info is available at this time. The devices are not available due to the ongoing litigation.